Event description:
Based on high readings obtained from freestyle meter, customer treated themselves with insulin. Customer became treated themselves with insulin. Customer became disoriented and his room mates called the paramedics. The paramedics treated the customer with glucose. No further treatment was administered.

Manufacturer narrative:
Customer's product has been requested back for investigation. A follow-up report will be filed once an investigation is complete.